Manufacturer narrative:
Correction: a1 - patient identifier should have been (B)(6) rather than (B)(6). Correction: e1 - the initial report information has been updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the right lead was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed a high impedance on the right lead. As a result, surgical intervention may be undertaken to address the issue.